Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that catheter is bent or broken at one point during use. No patient injury reported.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. The customer reported the catheter is bent or broke. The customer returned one snaplock adapter, one flat filter, and one epidural catheter (reference attached files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as adhesive material can be seen on the outer extrusion and biological material can be seen on the inner coils. Microscopic examination of the catheter revealed the catheter is damaged at approximately 37.3cm (c05158) from the distal end. The extrusion appears to have a cut (reference files (B)(4)). No other damage was observed. A functional leak test was performed per mrq 000017 section 7.5 rev. 7 using the returned catheter and snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter was cut at 37.3cm from the distal end, which was revealed during the visual inspection. No other leaks were detected. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. This was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate operational context caused or contributed to this event.

Event description:
It was reported that catheter is bent or broken at one point during use. No patient injury reported.